Manufacturer narrative:
The customer's report was observed and attributed to extreme internal liquid damage within the device . Liquid ingress was established as the source of the damages. The device was deemed unrepairable and scrapped. A replacement device was sent to the customer to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.